Event description:
Patient had a nerve stimulator in place that was not functioning properly. Patient was tested in the surgeon's office. Dr scheduled her for an operative procedure: "revision and replacement of implantable pulse generator battery right flank and revision of lead." During case, dr left the patient's paddle stimulator and one extension in. Removed the second "extension" and replaced it with (cat #37081-40, lot # njb097061v) and removed the battery, replacing it with battery pack (cat #37702, lot#nkl721969h). Old implants were given to the manufacturer's representative. All new implants were tested for functionality at operative bedside by medtronic rep prior to closing. Rep tested patient on saturday for function of implants. Test results showed functionality of all implants. Patient continued to complain of pain. Rep tested her again, which showed 1 "bad" electrode. Dr scheduled patient that same day for laminectomy t10, remove, replace spinal cord paddle lead, battery revision. During case surgeon removed the patient's original paddle stimulator and both extensions. Implanted new paddle lead and connected it directly to the battery (used same battery implanted during the previous surgery). Implants tested at or bedside during the case for good function per medtronic rep. Rep requested implants that were removed. Implants were bagged and risk manager called to pick up. Risk is aware that rep would like to receive the implants.